Event description:
Burns third degree [burns third degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) year old female pt of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The pt's medical history and concomitant medications were not reported. On an unspecified date, the pt experienced third degree burns with blister. Action taken with the product was unknown. At the time of the report, outcome of the events was unknown. Additional info has been requested and will be provided as it becomes available.

Manufacturer narrative:
Case comment: based on the new follow-up info received, there was a reasonable possibility that the reported event of burn 3rd degree was associated with thermacare heatwrap (thermacare heatwrap).